Manufacturer narrative:
Additional information received: for the first gun, the tissue was cut and stapled. The surgeon put the second one over the vessel as a safety precaution. (B)(4). Batch # p5564h. The analysis results found that the ats45 device was received with tyvek present no apparent damaged and with a tr45w cartridge not loaded on the device. The returned reload was partially fired 1/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the dr was stapling the renal artery and noticed the gun didn't make it's usual clicking noise dr was worried that the gun had cut but not stapled so he left the gun clamped in place until they were able to place another like gun beside and fire. Patient consequence? No. Patient consequence description:no effect to patient. Action taken for procedure:another ats45 and reload was opened and case was completed